Event description:
On (B)(6) 2012, olympus biotech pvg learned of an adverse event in the literature: papanna, mc, et al, "the use of bone morphogenic protein-7 (op-1) in the mgmt of resistant non-unions in the upper and lower limb," in injury, 2012 [epub ahead of print]. A pt (demographics unk) who had previously sustained an open distal tibial fracture subsequently developed significant joint stiffness, distal tibio-fibular synostosis and post-traumatic ankle osteoarthritis after receiving osigraft. The authors attributed the synostosis to the use of the bmp-7. The pt's fracture was reported to have completely united five months postoperatively. No systemic or allergic reactions were encountered after application of bmp-7. Add'l info will be requested from the authors.

Manufacturer narrative:
Source of report (literature): seq no: 1, author: madhavan c papanna, n al-hadithy, b somanchi, m sewell, p robinson, s khan, r wilkes. Journal title: injury, year: 2012, article title: the use of bone morphogenic protein-7 (op-1) in the mgmt of resistant non unions in the upper and lower limb. See scanned page.